Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the compact speed reducer device was not working. It was noted that the perforator did not stop as designed. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.